Event description:
It was reported that following a car wreck, a patient is experiencing headaches and chest pain with vns stimulation. Diagnostics testing shows vns to be functioning properly. However, the physician indicated revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful to date.